Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturing report number: 3003306248-2020-00095. It was reported that when the patient was connected to the centrimag motor, and console, there was a flow alarm. The pump appeared to work, but there looked to be a negative flow. The motor did not have enough power to overcome arterial pressure. The motor and console were changed to the backup.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of flow alarms and negative flow was confirmed via the log file. The centrimag motor (serial #: (B)(6)) was returned for analysis and a log file was downloaded from the returned and associated centrimag 2nd generation console. A review of the downloaded log file showed events spanning approximately 5 days ((B)(6) per time stamp). Events occurring on (B)(6) 2020 took place during lab testing at abbott. On (B)(6) 2020 at 13:31:47, the motor speed was changed to 1600 rpm and the flow began to decrease close to zero became negative occasionally. On (B)(6)2020 at 13:45:44, 13:5:22, and at 13:53:17 a ¿flow below minimum: f3¿ alarm activated and was able to be muted and cleared. The console was powered down on (B)(6)2020 at 14:25:17. There were no other notable alarms active in the log file. The centrimag motor (serial #: (B)(6)) was returned for analysis to the european distribution center (edc) and was functionally tested with a test console, flow probe, and mock loop. The motor functioned as intended. The motor underwent preventative maintenance and was returned to the rental pool. The root cause for the reported event was unable to be conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.